Manufacturer narrative:
The device was returned to olympus. Based on the results of the investigation, it is likely the image interference occurred due to a defective plug unit and the blurry image returned to normal after the objective lens dried. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device inspection, that the gastrointestinal videoscope experienced occasional image interference and was blurry. There were no reports of patient involvement.